Event description:
It was reported that the impedance had decreased into the 200 ohm range, and the lead had previously been reprogrammed to unipolar. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted.